Manufacturer narrative:
The dme returned the device to the manufacturer for evaluation. During the evaluation the thermal damage to the device enclosure was confirmed. The device's printed circuit assembly (pca) was also found to exhibit thermal damage in an area of the pca, proximal to the damaged section of the housing. Evidence of fluid ingress, consistent with the precipitate resulting from tap water evaporation, was observed on both the top and bottom surfaces of the printed circuit assembly. This precipitate also was present in other area inside of the devices housing. The manufacturer is conducting an investigation of this issue and will file a follow-up report when their investigation is complete.

Event description:
A durable medical equipment supplier (dme) reported a continuous positive airway pressure (CPAP) device was returned to them after a customer observed a burning odor emanating from the device and thermal damage to its housing. No pt harm or injury was reported.